Event description:
It was reported, there was difficulty filling or aspirating the reservoir of the intrathecal drug delivery pump. The pump had been implanted two weeks prior. This was the first refill following implant. At implant 37cc of water were aspirated from the pump and 10cc of drug (from the old pump) were placed in the new pump. At the refill appointment two weeks later the reservoir was unable to be filled or aspirated. Troubleshooting was being considered. Device information could not be obtained as of the date of this report.

Manufacturer narrative:
As the serial number of this pump is unknown it is undetermined if this pump is on the recall list for the synchromed ii missing propellant recall (dated 2008).